Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. It was reported that the explanting facility will not return devices for analysis without patient consent. The generator and lead will not be returned for analysis.

Event description:
The physician reported that device diagnostics resulted in high impedance. It was reported that the device was programmed off and the patient was sent for x-rays. The physician reported that the patient would be referred for surgery. Further follow-up revealed that x-rays were taken, but it is unknown if they will be sent to manufacturer for review. The physician reported that the patient is mentally retarded and aggressive and that patient manipulation or trauma that could have caused or contributed to the high impedance is likely. The x-rays report was sent to manufacturer. The x-ray report notes that the lead appears interrupted. The x-ray report impression notes that an apparent interruption of vagus nerve lead suggests a broken lead. Surgery is likely, but has not occurred to date.